Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions was identified during the device evaluation: the outer layer of the universal cord is slightly scratched. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: regarding the customer allegation was caused by a component failure of the insertion section and related to the new reportable finding found in the investigation the cause was traced to a component failure of the universal cord. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had iridescent image. The event occurred during inspection for use. There were no reports of patient harm.